Event description:
It was reported that the unit failed high pressure leak testing after the oxygen inlet grommets were replaced. It is unknown if the device was in use at the time of the event; however, there was no patient harm reported.

Manufacturer narrative:
Date rec'd by MFR: 28aug2019. The manufacturer's remote service technician performed troubleshooting with the customer. The technician provided the customer with the part information for the data acquisition (da) printed circuit board (pcb). The customer replaced the da pcb and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6). Date of report: 27jun19. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit failed high pressure leak testing after the oxygen inlet grommets were replaced. It is unknown if the device was in use at the time of the event; however, there was no patient harm reported.